Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system was inaccurate to the point of being unusable during surgery with inaccuracy in the region of 1 cm or more. Multiple attempts at registration (using the methods emphasized by the medtronic engineering team) were made and registration accuracy did not improve. Theoretically, had the navigation been relied upon as accurate, this would have introduced safety issues for patient care. The CT scan used for registration was high-resolution (0.625 mm slice thickness) from vertex to mandible and the patient was not wearing a mask during the CT scan. The surgeon continued with the case using the system. The length of surgical delay was unknown. No impact on patient outcome.

Event description:
Additional information was received. It was reported that a lot of the inaccuracies the site was experiencing were from inadequate tracing. It was noted that nothing was wrong with the navigation system.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the navigation system. It was reported that there was no issue. Codes b01, c19 and d14 are applicable. Please also see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Already reported codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.